Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also noted that the ipg had slightly tipped inside which made it not lay flushy with charger and made it very hard to connect. The patient underwent an ipg pocket relocation procedure and was doing well postoperatively.